Manufacturer narrative:
(B)(4). Concomitant medical products: 00786401320 femoral stem 61667247; 00625006525 bone screw unk; 00631004832 elevated liner 61227255; 00620004822 porous shell 61429474. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00375.

Event description:
It was reported a patient underwent a hip arthroplasty revision due to pain and metallosis approximately 6 years post operatively. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial op notes were reviewed and no complications were noted. Revision op notes were reviewed and identified patient was revised due to failed tha secondary to altr and trunnionosis. Adverse local tissue graft corrosion. Grade 3 goldberg corrosion at the head and neck junction and surrounding periarticular necrosis but limited to just the capsular area. A small amount of bone necrosis posterior trochanter without compromise to the integrity of the trochanter. There were elevated ions present but no suggestion of infection. After incision, dissection, and entering the femoral neck, there was a very small amount of fluid. No evidence of any purulence. It was a classic dishwater-coloured adverse local tissue reaction. Small, 5mm area of pericapsular necrosis.device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.